Manufacturer narrative:
A ge service representative performed an on site investigation. The hand control was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent communication failed error messages. This error results in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.